Manufacturer narrative:
A complete lead was returned in three pieces. Connector portion measured 7.6cm, the middle portion measured 5.5cm and the distal portion measured 48.7cm. The reported events of high pacing lead impedance, lead fracture and ¿phenomenon of wear and tear¿ were confirmed. Clavicle crush was noted fracturing all five filars of the outer coil at 32.4cm from the distal tip. The cause of the events was due to fractured outer coil, consistent with clavicle crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, high impedance was noted on the right ventricular lead. A chest x-ray showed lead breakage. The lead was explanted and replaced. During the procedure, ¿wear and tear¿ was noted on the lead. The patient was stable.